Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded varying left ventricular (lv) lead pacing impedance measurements of 1,800 to greater than 2,000 ohms. It was noted that the impedance at implant was 1,800 ohms. It was also noted that pacing thresholds and sensing measurements were good and stable. Technical services (ts) discussed that it sounded as though the lead just trends high, and recommend troubleshooting options with the lead and device. To date, there have been no reported adverse patient effects related to this clinical observation. Approximately 19 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.